Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by (B)(6) or its employees that the report constitutes an admission that the device, (B)(6), or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 a distributor who was recently terminated reported to (B)(6) that a surgeon had to perform a revision procedure on a patient of unknown age and demographics shoulder. It was alleged by the distributor that the surgeon received and implanted into the patient an expired component of the shoulder implant system. The part number and lot number of the component was not provided. The original implant date and the date of the revision procedure was not provided. The name and address of the medical provider who performed the original implant and performed the revision procedure was not provided. The current status of the patient is unknown. Additional information was solicited.

Manufacturer narrative:
The case is still under investigation by the manufacturing plant. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report. The reported event could not be confirmed. Additional information was solicited and not provided upon request. There was no report of any patient impact related to the use of the expired implant. The current status of the patient is unknown. The date of the procedure was not provided. The lot number and part numbers were not provided. Therefore, a review of the batch record could not be performed. A review of the IFU clearly states do not use components beyond the expiration date. A three-year retrospective review of all nonconformances was performed. There are nononconformances related to the reported event. The cause of the reported event was traced to use error for not checking the physical component expiration dates prior to use of the implants.

Manufacturer narrative:
The case is still under investigation by the manufacturing plant. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 21august2024 a distributor who was recently terminated reported to anika that a surgeon had to perform a revision procedure on a patient of unknown age and demographics shoulder. It was alleged by the distributor that the surgeon received and implanted into the patient an expired component of the shoulder implant system. The part number and lot number of the component was not provided. The original implant date and the date of the revision procedure was not provided. The name and address of the medical provider who performed the original implant and performed the revision procedure was not provided. The current status of the patient is unknown. Additional information was solicited.